Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges patient had pain, metallosis and an inability to walk after asr hip implants. Doi: (B)(6) 2009 (right hip) dor: none reported doi: (B)(6) 2009 (left hip) dor: none reported patient is resident of (B)(6). **update** (B)(6) 2012 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information for the right side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update** (B)(6) 2012 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information for the left side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update (B)(6) 2014 der received. Surgeon, hospital, patient info added. Hip side information, 1 product and explant date added for left hip. Additional revision reason: elevated metal ion levels. Update rec'd (B)(6) 2015- medical records for right hip revision received from legal. Patient revised to address elevated metal ion levels and discomfort. Upon revision, a pseudotumor, a rupture of the short external rotators, and a reactive rind of tissues were noted. Stems and sleeves for both hips are being added for elevated metal ion levels. The right side cup and both stems remained in situ. This complaint was updated on (B)(6) 2015.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).